Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors and inr above the recommended range may also play a role. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the site that the patient suffered from a gi bleed and as a consequence the physician decreases the warfarin. Inr was stated to be low for an unknown time (around 1.8) until patient showed up with high power on (B)(6) 2016. It was stated that the patient may have received a "single shot of atp that time", but this is not communicated by site. Then about 3 days ago, on (B)(6) 2016 the site sent in the log files which showed power consumption higher than it should be. It was asked from site to the manufacturer on recommendations of a pump exchange after they give another 20mg atp. Under this treatment it was decided out of experience not to exchange and wait until the results of the atp were in. The next day log files showed power increase again ((B)(6)) and on (B)(6) they gave another 20mg bolus (10mg, 10min break, 10mg). Patient seemed to be fine and hemolysis was almost decompensated. But then it was stated that the patient showed signs of bacterial infection, which were not highlighted. Patient continues to remain hospitalized.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.